Event description:
Information was received that the patient's device has been disabled for years.

Event description:
It was revealed during a periodic review of the manufacturers programming history database that high impedance was observed on the patient's vns. The database indicated that the vns was interrogated three times and then system diagnostics were ran. After the high impedance was observed, the vns was programmed to a higher normal and magnet output current. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).